Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. The instructions for use referenced in the initial report is from IFU for the impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states) d4-updated model number.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurring non-sustained ventricular tachycardia with a "possible" relationship to the impella device used: ¿the patient experiences episodes of recurring ventricular tachycardia including accelerated idioventricular rhythm. The patient has a history of ventricular tachycardia storms and has an ICD in place that has historically appropriately shocked the vt rhythm. Furthermore, the pt. Has a history of vt ablation ((B)(6) 2024) with modified pathway for atypical av nodal reentrant tachycardia. Electrolytes were replaced for index vt occurrences.¿ the patient outcome "not recovered/not resolved".

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿